Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received with normal operating currents. No blank display during testing. No damage found on the c13/lcd isolation tape noted. Pump received with intermittent button response due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The caller reported that the customer previously had a low blood glucose level that she was able to treat. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis. Product for analysis.